Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r wave oversensing. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
The reported event of far r oversensing was confirmed by reviewing the device data. As received, a device was returned for analysis. The reported event was caused by the programmed settings of the device. The device functioned as expected and according to its programmed settings. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.